Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use and produced a volume error message on the instrument. The patient was redrawn as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "here is another lot # 9065707 that is over filling and giving us volume error on the instrument."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use and produced a volume error message on the instrument. The patient was redrawn as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "here is another lot # 9065707 that is over filling and giving us volume error on the instrument."